Manufacturer narrative:
The fse replaced the gas delivery system to address the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Pending repair completion.

Event description:
The customer reported that the ventilator alarmed with o2 device failed occurrence. The customer reported there was no patient involvement.